Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 250 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the pump alarmed motor error during the basic occlusion test due to loose and flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime alarm due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.